Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 197 mg/dl provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector j2 on lcd board unlocked. No moisture damage found on keypad traces, electronic assembly or motor noted. The insulin pump cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.